Manufacturer narrative:
With the information available at this time, medtronic is unable to determine a relationship between the cannula and the adverse patient outcomes described in the literature. Medtronic has made attempts to obtain additional details regarding the event and product return and no response has been received to date. Citation: interact cardiovasc thorac surg. 2014 mar;18(3):283-91. Doi: 10.1093/icvts/ivt505. Epub 2013 dec 13. Date of publish used for event date. Cannula model 96570-015 entered as a placeholder as specific model and lot numbers were not provided no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported. Mean patient age of study population used for patient age. Majority gender of study population used for patient gender. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
With the information available at this time, medtronic is unable to determine a relationship between the cannula and the adverse patient outcomes described in the literature. Medtronic has made attempts to obtain additional details and no response has been received. Citation: interact cardiovasc thorac surg. 2014 mar;18(3):283-91. Doi: 10.1093/icvts/ivt505. Epub 2013 dec 13. Date of publish used for incident date.. Cannula model 96570-015 entered as a placeholder as specific model and lot numbers were not provided. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported. Mean patient age of study population used for patient age. Majority gender of study population used for patient gender in report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the benefit of percutaneous extracorporeal life support for patients in therapy refractory cardiogenic shock. All data were collected from a single center between february 2012 and august 2013. The study population included 41 patients (predominantly male; mean age 52 years), who underwent extracorporeal life support (ecls) for cardiogenic shock. The ecls system contained a cannula from two manufacturers, medtronic and another manufacturer (model and lot numbers not provided). Among all patients, four cases of cannulation complications (2 patients with bleeding at the cannulation site requiring surgical intervention and 2 cases of wound healing disorders requiring surgical intervention) were reported. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. Among all patients there were no device malfunctions noted. No additional adverse patient effects.